Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was beeping. As the beeping occurred in the past and the customer was unable to provide specific information, tandem technical support was unable to troubleshoot. The customer's blood glucose level went up to 309 mg/dl and was addressed with a bolus via the pump.